Event description:
During the procedure 3 coils were detached without any difficulities. When the gdc 10-2d 2-diameter synerg detectin circuit was inserted into the arterial aneurysm, it did not go into the lesion. The physician tried pulling it back but got stretched and finally it broke. The physician tried retrieving it with two snares (attractor, retriever), but could not. Procedure was finished. At night the pt had palsy. The physician confirmed infarction after CT scan. The coil was surgically removed.